Event description:
Began to have pain in my hands and joints. Lots of nerve pain thru my whole body. Night sweats, nausea, muscle weakness, poor cognition, fatigue, mood swings, depression, dry skin, heart palpitations, infection.